Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, sion; guide catheter: heartrail ar 6f. The device was not returned for evaluation. It should be noted that the nc trek rx coronary dilatation catheters instruction for use (IFU) states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and moderately calcified eccentric de novo lesion in the mid right coronary artery. A 3.5x12mm nc trek balloon dilatation catheter (bdc) was prepped (air aspirated) while inside the patient anatomy prior to use. Pre-dilatation was attempted with the bdc; however, the balloon was inflated to 18 atmospheres three times and it ruptured. Optical coherence tomography (oct) was performed and the procedure was successfully completed with a 2.75mm xience sierra stent and post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.